Event description:
The customer reported that the defibrillator did not recognize the pads ECG cable. There was no report of negative patient impact.

Manufacturer narrative:
The customer reported that the defibrillator did not recognize the pads ECG cable. There was no report of negative patient impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.